Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) inspected the device onsite and placed an order for replacement parts. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "xdcr fault" (transducer fault). There was no patient involvement associated with this issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. Bench testing revealed the exhalation valve coil was not operational.